Event description:
While troubleshooting the coulter hmx hematology analyzer with autoloader the operator was squirted in the face. The incident occurred while the operator was on the phone with the tech support center staff which immediately advised customer to follow lab protocol for biohazard exposure. Customer was running controls at the time of the incident. The potential for biohazard and chemical exposure with the reported event was present. The operator was not wearing personal protective equipment at the time of the incident. The face was washed and there was no report of exposure to mucous membrane or open lesion (fluid did not get into her eyes, nose or mouth). The material safety data sheet (msds) was not reviewed; however, it is readily available. No injuries occurred and medical attention was not sought as a result of this event. There were no reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer. There was noted a hole in the yellow stripe tubing that goes through pinch valve (pv) #21 at the y fitting towards ports 1 and 2 on vc-3 (vent waste chamber). This line typically carries sample and isotona nd it also contains clenz during shutdown. The field service engineer (fse) replaced pv21 tubing. In addition the small cover that fits across the front of the pump module was missing; as a result, the fse reinstalled the panel. The reported incident was associated with a leak found in tubing pv21 and the absence of personal protective equipment. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.